Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g3; h2; h5; h6 corrected: h8 visual examination of the provided photo identified the impactor body with no pad attached shows signs of repeated use and wear. However, as the product was not returned and the pad is not pictured, further analysis could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause of the reported event is attributed to failure to follow instructions. The reported product was indicated to be used to impact the glenosphere. However, per surgical technique, the product is to be used to impact polyethylene / bearings. The reported event is unable to be confirmed as the pad was not pictured in the provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the tip of the instrument fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.